Manufacturer narrative:
(B)(4). Instrument a: premature sled movement. Instrument b: batch# g50y4c, exp date: 08/30/2015; MFR date: 09/30/2010. The analysis found that one ec60a device (a) was returned with the closure trigger broken and in the opened position. In addition the shrouds were damaged and the device was loaded with an ecr60w cartridge reload. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. The damage to the closing trigger is consistent with applying prying forces in order to open the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis found that one ec60a device (b) was returned in good visual condition and with white cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional test. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device was fired three times with no problems. On the 4th firing, surgeon went to fire but had to reposition and then the jaws would not open. The surgeon pushed the red button, but it still would not open. The handle broke off when trying to open jaws. He then pried the indicator window open with hemostats to remove the device from the tissue. A competitor's device was used to complete the case. There was no adverse consequence to the patient. The device has been sent to risk management. On what tissue type was the device used? Vascular, at what location on the tissue? Appendix. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th firing. During which stroke did the event occur? 1st stroke. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? No if so, which product? Na. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? Unk, if so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? The rep looked at the reload and there were staple legs visible in the very back of the reload. The sales rep talked with the surgeon. He pushed the red button down, but did not complete the second step, pulling the dark gray handle all the way back, plastic to plastic.